Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause is that the patient reused a solution bag. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a general therapy question with the homechoice (hc) during the set up. The hp stated he/she had to reset up again and stated that he/she had only replaced 1 supply bag. The baxter technical service representative (tsr) advised the hp to reset up again with the new cassette and bags. The tsr said that everything must be replaced to avoid an infection. There was no patient injury or medical intervention reported. The hp was never connected to the contaminated set up.